Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device not returned.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using the recombiplastin reagent. At 11:50 am, the customer tested by fingerstick on the meter and the result was 5.1 inr. At 2:30 pm, the customer had a lab test and the result was 3.07 inr. The customer has a therapeutic range of 2.5-3.0 inr. Customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors and has no new illness, no new medications and no bleeding or bruising. Customer has been eating more broccoli and their coumadin dose was changed after their last test. There was no adverse event. The customer returned only the meter for investigation. The returned meter was tested using master lot strips and retention controls. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.9 - 4.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.